Event description:
It was reported that (1) er420 was used during an unknown procedure. It was reported by the rep that the clip applier was left on the controller's desk and was told that it did not work properly. No more info was known.